Event description:
A wire and support catheter were advanced into the superficial femoral artery (sfa) and popliteal artery (pa). The non-csi wire was exchanged for a viperwire advance guide wire. A treatment was run on low speed, medium speed, and multiple treatments on high speed were performed on the sfa and pa using a diamondback 360 peripheral orbital atherectomy device. Balloon angioplasty was performed on the sfa and pa. Distal no flow was suspected at the distal anterior tibial (at) lesion. Attempts were made to cross the at lesion from the femoral approach, however, was unsuccessful due to heavy calcification and tortuosity. An attempt was made to cross a balloon in the at lesion, however, was unsuccessful. Pedal at access was unsuccessful. Additional troubleshooting was performed to cross the lesion, however, continued to be unsuccessful. Flow was not restored distal to at lesion. The procedure was completed with anticipation for an additional atherectomy procedure. The patient was stable.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Health effect - clinical code 4581: slow/no flow. Investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for use manual states that no flow is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).